Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found damage at 11.5 cm - 12.2 cm from the connector pin which exposed the outer coil. The damage is consistent with the suture sleeve tied to tight. This likely contributed to the reported event.

Event description:
It was reported that the right ventricular lead exhibited low impedance, high pacing thresholds and an insulation anomaly. The lead was explanted and replaced.